Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient was hospitalized for elevated blood glucose (bg) of 560 mg/dl with ketoacidosis (dka), trace ketones, extreme drowsiness, and a low-grade fever, a headache and nausea and vomiting associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy, remained hospitalized and was treated by a healthcare provider with insulin via injection, insulin via pump, intravenous (IV) fluids and food and/or drink. When the patient was put back on the pump, their bg started going up again. When the site was removed there was a blood clot in the tubing because of where patient¿s parent placed the site. The patient¿s parent stated that they believe the weather could have affected the patient¿s high bg level. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known cause. The change in variation in the basal delivery history was attributed to the basal edit screen being accessed, the pump being suspended, and the patient making changes to the basal program which is considered a training misuse. Troubleshooting concluded that the time/date issue was not a cause of the patient bg issue because the time was off by less than 1 hour. Troubleshooting also indicated that the basal history matched the active basal program settings, all bolus totals matched and all the boluses were recorded as programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged hyperglycemia was related to use error of the product.